Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. The sensor's site is the right upper arm. It was confirmed that an incision was made to attempt to remove the sensor. Sensor wasn't palpable before the incision, but it could be reached with the hemostat forceps. Transmitter wasn't used to localize the sensor because the user didn't have it at the time. Ultrasound wasn't used to localize the sensor. Magnet wasn't used to localize the sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.